Event description:
It was reported that the patient was experiencing difficulty charging the ipg as it would not fully charge and was draining faster than usual. The patient underwent an ipg replacement procedure.